Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported by a customer support agent that the user¿s ilet device was submerged in water while kayaking and subsequently showed delamination at the seams and became nonresponsive. A replacement was arranged, and the user was advised to revert to back-up therapy. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.